Manufacturer narrative:
A review of the last three (3) product monitoring reports for trends indicated, no trends for this issue on this product. A review of historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reported events of this product model number 187957. A total of one (1) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional event details have been requested but, none have been provided to date. Should additional information become available a follow- up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   No additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported foreign material that resembled an ant was present on the dressing. Photos depicting the reported complaint issue were provided by the complainant.